Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and the lens was torn during insertion. The incision was enlarged to remove the lens and sutures were required to close the wound.

Manufacturer narrative:
A3: unk. H6 - results: visual inspection of the returned product showed that the lens was received stuck inside the cartridge. There was no visible damage noted to the cartridge, however, there was evidence of a clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.